Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was rescued by nasal intubation. Before intubation, 5-10ml of gas was injected to check the integrity of the cuff and checked that there was no leakage. After intubation, gas was injected again to inflate, and leakage was found. After extubation, the inflation experiment was carried out, and it was found that it was broken and could not be inflated. The patient died caused by other complication and was not directly caused by the endotracheal intubation.